Event description:
The haptic broke during the insertion of the lens into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01322 for the delivery device used with this lens.